Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with implantable pacemaker and communicator were having difficulty in interrogation. There is no indication if there has been a successful interrogation. This system remains in service and no adverse patient effects were reported.